Event description:
Boston scientific received info that the pt implanted with this implantable cardioverter defibrillator (ICD) was initially seen at the hospital for several episodes of ventricular tachycardia (vt). Medications were altered to help treat this issue. Several days later more episodes of vt occurred, and 28 therapies were delivered by the device between 15:45 and 16:04. It was noted that at 16:05 tachycardia mode therapies was changed to storage mode as the battery of this device triggered end of life (eol). The pt then experienced several more episodes of vt and subsequently expired the next morning. After the pt expired, a boston scientific representative noted upon examining this device an error message which read 'possible device malfunction', fault code of 01. This fault is linked to charge timeout causing the device to declare eol (with warning tones). Once the battery voltage dropped below 2.17 volts this device switched from tachycardia mode to storage mode. Electrocardiograms were sent for analysis to technical services, as the device will not be returned for analysis to the post quality assurance laboratory.

Manufacturer narrative:
Analysis of the electrocardiograms confirmed that the pt was in a ventricular tachycardia (vt) on the date of death. According to the limited info available, technical services concluded that this device functioned as designed regarding the detection of the arrhythmia. As stated, the device triggered end of life (eol) on the day prior to the death of this pt. The device delivered 147 shocks and diverted 376 charges between two months. In addition, there was no evidence of a lead issue as there was no noise noted on the electrograms recorded and lead measurements were normal, and within range during follow up a few days prior to the death of this pt. It was difficult to perform a complete synopsis of therapy history with limited info available, and no available electrocardiogram strips available for review from the day the device triggered eol.